Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm. Aneurysm and vessel morphology was not reported. A type ia endoleak was identified due to migration. The patient received an intervention where a 46x46x150 was implanted; however, the endoleak was not resolved. The physician added another stent graft 46x46x100 and the final angio confirmed that a small endoleak still remained. The physician decided not to provide additional treatment and to continue to monitor the patient. The physician stated that it is unknown the cause for the migration; however, it is likely related to patient's anatomy and not the stent graft. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).